Event description:
The customer called and reported experiencing an extremely low blood glucose. The customer stated she had already been eating and drinking before losing motor function, she urinated on herself and passed out. Emergency medical technicians came and the customer's blood glucose went back up. At time of this report, customer stated the insulin pump had been reset twice in the past week. Customer declined to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.